Event description:
It was reported that the medication was infusing at 0.110 mg/kg/hour corresponding to 9.7ml/hour. It the record showed at 0833am the dose was changed to 0.111mg/kg/hour corresponding to 9.8ml/hour. At 2059pm, the discrepancy was noticed and the dose adjusted to the original 0.110 mg/kg/hour. After the customer reviewed the issue with the bd interoperability consultant the customer indicated they believed the issue to be a programing error.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: initial reporter e-mail, imdrf annex a, c, d codes.

Event description:
It was reported that the medication was infusing at 0.110 mg/kg/hour corresponding to 9.7ml/hour. It the record showed at 0833am the dose was changed to 0.111mg/kg/hour corresponding to 9.8ml/hour. At 2059pm, the discrepancy was noticed and the dose adjusted to the original 0.110 mg/kg/hour. After the customer reviewed the issue with the bd interoperability consultant the customer indicated they believed the issue to be a programing error.